Event description:
The home patient (hp) reported feeling full, while using the homechoice cycler for apd therapy. The hp reportedly bypassed their initial drain prior to drain completion, resulting in an incomplete initial drain followed by a full fill of 2500mls. The hp then contacted baxter operational support and was placed into a manual drain until hp no longer felt overfilled, removing approx 800mls of fluid. During follow up with the hp she denied that overfilled or had bypassed the initial drain, contrary to the initial reported incident. There was no pt injury or medical intervention as a result of this incident.